Event description:
It was reported that this right atrial (ra) lead exhibited undersensing which noted on the stored episodes with false classification or termination of ongoing arrhythmias. This ra lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.